Event description:
The baxter enginner reported a pump with failure code 810:11. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.